Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call sensor issue and high blood glucose. The customer's blood glucose was 418mg/dl at the time of incident. Trouble shooting was performed and found sensor glucose 147 mg/dl and blood glucose was 418 mg/dl the difference is not within acceptable range. Insulin delivery was suspended at sensor glucose 80 mg/dl, suspend on low lime is set to 60mg/dl. Sensor was removed and was not showed no anomalies. Advised sending replacement sensor.